Event description:
This is the first MDR submitted for the first suspect product. The pt was treated with two formulations of bovine collagen in 2001. On event date the pt experienced swelling, itching, erythema, and tenderness at all injection points. The pt reports that the symptoms have been intermittent. The physician diagnosed hypersensitivity and prescribed topical steroid cream and a medrol dose pack which were only temporarily effective.